Event description:
Per (B) (4) adverse event report, noise was evident on the ventricular iegm. The zone counters were increased on the vt2 and vf zones. The patient was scheduled for a chest x-ray and a follow-up, at which time decisions regarding potential intervention will be made. As of (B) (6) 2010, this lead is still implanted in the patient.